Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that act button of insulin pump had to press longer. Customer stated that insulin pump had no delivery alerts and they see fog on the inside of the screen when it was foggy. Customer also stated that insulin was not squirt but had to hold button down longer for priming which was not normal for customer. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.